Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that the atrial lead, not the right ventricular lead, had vegetation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted with septic shock; bacteremia/septicemia infection with (B)(6) with end state renal disease. The device and leads were explanted. The right ventricular lead was also noted to have vegetation. The patient was given intravenous antibiotics. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the medial portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.